Event description:
Medtronic received information that at implant, one side of the valve holder became stuck during placement of this mechanical valve, resulting in a tear to the patient's mitral annulus. It also was reported that following implant, the valve leaflets would not open. The valve was explanted and replaced with a non-medtronic valve with no additional adverse patient effects. The valve is to be returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, after the carbon subassembly was cleaned and dried, the leaflets were fully mobile. Microscopic evaluation revealed no surface finish anomalies or defects. The functional inspection results met process requirements. The valve holder was examined and no unusual impressions in the plastic were observed on the portion that mates with the carbon subassembly. The root cause of the valve holder becoming stuck and the leaflets not opening cannot be determined as the valve was found to be acceptable. A known cause of leaflets not moving when implanted in the mitral position is tissue impingement due to patient prosthesis mismatch. The size of the replacement valve is not known and was only noted as a "similar" size. (B)(6). (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product was returned and continues to undergo extensive analysis. Following completion of the analysis, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.